Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2017, in order to remove the abutment due to recurrent infection.